Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers did not detect on the communication bus. A field service engineer worked with customer to resolve the drawer issue by step-by-step troubleshooting and rebooting the station. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.